Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin using multiple needles. Customer successfully filled cartridge using another needle. There was no reported adverse impact to customer's blood glucose.